Event description:
It was reported that this patient presented to their clinic shortly following the subcutaneous implantable defibrillator (s-ICD) system implantation due to wound dehiscence. The s-ICD system was subsequently explanted and the patient was left with an external defibrillator to resolve the event. The patient was stable with no additional adverse effects. The s-ICD was disposed and therefore is not expected for product return or analysis.